Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The analysis of the available data showed that the device was programmed to auto-MRI. An MRI field was detected by the ICD on april 10, 2026, followed by activation of the MRI mode, as expected. The data further documented that the ICD activated the safety backup mode due to the detection of an invalid device status caused by resets of the electronic module, and the auto-MRI mode was deactivated. Subsequently, the eos status was activated. The device was re-initialized. Post re-initialization data were thoroughly analyzed and indicated expected ICD functionality. No charging cycles occurred during the MRI procedure. Furthermore, no device malfunction was identified. The root cause of the documented resets that led to activation of the safety backup mode could not be determined based on the available data. In conclusion, the device was not returned for analysis. Review of the quality documentation confirmed regular device manufacturing. The device was successfully re-initialized and no device malfunction was noted.

Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
Device was put into auto MRI mode for a scan and the session was ended without issue. Two days later, a facility clinician interrogated the device and reported the device is eos. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.